Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a power error detected alarm. Customer's blood glucose was 11.9 mmol/l. Customer's father was advised the internal power source was unable to charge on the insulin pump. Troubleshooting advised the customer to remove the battery and call back if the alarm recurs. The customer's father declined to return the insulin pump for analysis.